Event description:
This is report 3 of 3 for this patient and event. It was reported that there was a five millimeter gap between the titanium adapter and the patient connector of a uv-flash transfer set when the transfer set was changed. The transfer set was changed again with the same issue. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was sent to the manufacturer and investigation was performed at their facility. Visual inspection and performance testing were performed with no issues. The device met all specifications. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.